Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during evaluation of heartmate 3 left ventricular assist system (lvas), (B)(6). A direct relationship between the device and the reported right heart failure, brain bleed, and patient outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the available device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure, stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. This document also provides information regarding anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed right ventricular failure resulting in temporary right ventricular assist device (rvad). The patient developed brain bleed with ventricular failure and passed away. The outcome was not related to pump performance and the left vad (lvad) operated as expected. No additional information was available about the details leading to the patient's conditions and death, the date the rvad was implanted, or the manufacturer of the rvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.